Event description:
The dealer reported that the sensor panel shuts off when it is moved. The dealer could hear a rattle inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor panel was returned and was repaired for the loose screw issue. (B)(4).